Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. A.5 ethnicity was selected incorrectly on initial manufacturer device report 1220648-2024-11995. Ethnicity is unknown. B.5 the device was explanted at the time of the initial manufacturer device report 1220648-2024-11995 and was reported incorrectly on that report. B.7 added information as it was inadvertently omitted from initial manufacturer device report 1220648-2024-11995. D.6b revised from the initial submission of manufacturer device report 1220648-2024-11995 in accordance with updated procedures. F.6 and f.8 dates were reported on manufacturer device report 1220648-2024-11995 and should not have been. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-11995 was submitted. H.6 added code 3038 since initial submission of manufacturer device report 1220648-2024-11995 in accordance with updated procedures. H.6 codes 4114 and 4624 were reported incorrectly on the previously submitted manufacturer device report 1220648-2024-11995. New codes has been added to type of investigation codes and health effect - impact codes. H.10 additional manufacturer narrative on the previously submitted manufacturer device report 1220648-2024-11995 stated that the device was not returned but the device was discarded. Type of investigation codes has been updated to reflect discarded.

Event description:
The impella device was explanted three days after the reported event.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support during cardiac surgery. While on support, a fem-fem external bypass needed to supply blood flow to distal limb. The peel away sheath was removed at time of insertion. The patient is stable. The patient remains on impella cp support on the date of this report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.)¿